Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had a percept pc implanted in 2022. Their battery level was 27%. An estimated battery longevity was requested. Factors that can affect battery life were reviewed. In addition, the session report was reviewed indicating that for this particular patient, there seemed to be high, out of range impedances on right subthalamic nucleus (stn) bipolar contact 10, negatively affecting the longevity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had a percept pc implanted in 2022. Their battery level was 27%. An estimated battery longevity was requested. Factors that can affect battery life were reviewed. In addition, the session report was reviewed indicating that for this particular patient, there seemed to be high, out of range impedances on right subthalamic nucleus (stn) bipolar contact 10, negatively affecting the longevity. It was reported that the battery depletion was determined to be due to normal battery depletion and impedances were within normal range.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery depletion was determined to be due to normal battery depletion.